Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The patient cable which was returned as an associated device subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.